Manufacturer narrative:
Approximate age of device: 10 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient's right ventricle was failing and the patient had zero urine output. The patient was returned to the operating room for right ventricular support. After being placed on centrimag support the patient's urine output returned to normal. Per the account, the patient was put on the heart transplant list as status 2 due to continued right ventricle failure and an inability to wean from centrimag support. The patient received a heart transplant on (B)(6) 2019. No further information was provided.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. (B)(6) was returned assembled with the pump cable severed approximately 10 inches from the pump housing. The modular cable was not returned with the device. The sealed outflow graft and bend relief were returned attached to the pump cover outlet port. The apical cuff was returned and engaged with the cuff lock. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.